Manufacturer narrative:
Two separate non-sterile pairs of surgical gloves were used during surgical procedures. The gloves were given to the surgeon as samples and inadvertently used, as they were not identified as non-sterile. The patients have since been followed post operatively and no complications have been noted.

Event description:
Non-sterile surgical gloves were used during two surgical procedures.